Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient reported that he heard single beeps on the controller and he did not feel safe with it. The patient exchanged the controller. There was no impact to the patient.

Manufacturer narrative:
Product analysis results: bat220884 and bat220806: the returned batteries passed visual inspection and functional testing. Additional details of the investigation will be provided in a final report. Bat220884: model number 1650de, expiration date 2017-07-31, MFR date 2016-07-11, device location at medtronic device code(s): c63030 battery issue method code(s): 10 actual device evaluated, 23 electrical evaluation, 38 visual inspection results code(s): interoperability problem c92070; FDA 3213 conclusion code(s): quality system deficiency c91885; FDA 25 bat220806: model number 1650de, expiration date 2017-07-31, MFR date 2016-07-31, device location at medtronic device code(s): c63030 battery issue method code(s): 10 actual device evaluated, 23 electrical evaluation, 38 visual inspection results code(s): interoperability problem c92070; FDA 3213 conclusion code(s): quality system deficiency c91885; FDA 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional batteries were identified for power switching during log file analysis and were added to the complaint. Sn: (B)(4) - battery / catalog number 1650de / expiration date 31-jul-2017. Di #: unknown. Device available for evaluation: no. Device evaluated by MFR: no, not returned to manufacturer. Date of manufacture: unknown. Labeled for single use: no (B)(4). Sn: (B)(4)- battery / catalog number 1650de / expiration date 31-jul-2017. Di #: unknown. Device available for evaluation: no. Device evaluated by MFR: no, not returned to manufacturer. Date of manufacture: unknown. Labeled for single use: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. The controller (B)(4) was returned for evaluation. Two batteries ((B)(4)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the non-returned batteries' manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Log file analysis also revealed power switching events due to communication errors involving (B)(4). The most likely root cause of the power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the reported beeps are most likely attributed to momentary disconnections between the controller and batteries. An internal investigation was open to evaluate the momentary disconnections. Note: (B)(4) was investigated under MFR 3007042319-2017-01261. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary # the controller (B)(4) and two batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Momentary disconnections will result in an audible tone or "beep". Log file analysis also revealed power switching events due to communication errors involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the reported beeps are most likely attributed to momentary disconnections between the controller and batteries. An internal investigation was initiated to capture events involving the momentary disconnections. If information is provided in the future, a supplemental report will be issued.